Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
During service at baxter, a technician reported a colleague infusion pump with the condition of an inoperable stop key on the phm (pumphead module) keypad. This condition was observed during product evaluation. There was no report of patient injury, adverse event or medical intervention associated with this report. The user interface module master software version is 5.09.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time.